Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt, implanted with the ci concerned on (B)(6) 1998, was re-implanted on (B)(6) 2013. Reason for the explantation of the ci concerned was a decrease in speech discrimination due to several electrode channels in status high being switched off.